Event description:
A customer contacted beckman coulter (bec) reporting a dribble of moisture on top of several sample tubes after aspiration on the unicel dxh 800 coulter cellular analysis system. The volume of the leak was stated as one drop of diluent each on several tubes. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) contacted the customer by phone and instructed the customer to clean and rinse the wash collar vacuum pathway to the vacuum chamber to remove any obstruction that may have caused a drop in vacuum allowing diluent to leak on the top of the sample tubes. Cleaning and rinsing the vacuum pathway was successful in resolving the leak. The fse then advised the customer to adjust the wash collar tubing to allow the wash collar to move freely on the aspiration probe. The fse also reported the system manager was locked up in applications software so the fse instructed the customer to perform a system recovery process which was successful in restoring the system manager software process. This repair was incidental and was not related to the leak reported. The failure mode is obstruction in the wash collar vacuum pathway causing a drop in vacuum at the wash collar. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).